Event description:
Patient with less than 2 centimeters hernia defect at the umbilical area. The patient had an open hernia repair surgery and the mesh was placed in the pre-peritoneal. Post-op the patient presented with chronic fistulization (connection) from the implantation site to the umbilicus. During exploratory surgery the mesh was explanted and infection was confirmed by wound cultures.

Manufacturer narrative:
This event was reported during a study on v-patch in (B)(6). 1219977-2014-00006, 1219977-2014-00007 and 1219977-2014-00008 are the other three files that were a part of the study. Upon completion of the investigation a follow up report will be submitted.